Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had multiple issues with insulin pump. The customer blood glucose level was unknown. The customer declined troubleshooting. Customer stated that the insulin pump had scratches on screen hinder view, backlight very dim, changing battery more often, insulin pump has rejected battery, errors when trying to bolus, buttons were less responsive and buttons were harder to press and sometimes had to press buttons twice, error code issue with insulin pump, insulin pump did not had alarmed when battery low causing complete shut off and battery life was diminished. The device will not be returned for analysis.